Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2018-04342. It was reported ((B)(6)) during the patient's ipg replacement procedure for normal battery depletion, intraoperative testing of the lead and extension indicated high impedance values. Stimulation could not be achieved due to the issue. As such, the entire system was explanted and replaced. Effective stimulation was restored following the procedure.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2018-04342.